Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported that the pump was not delivering insulin correctly for last two weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/17/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that all data from the date of the complaint was overwritten due to continued use of the pump. The current pump history showed no errors, alarms, or warnings related to the complaint. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering accurately and within the required specifications. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the bumper pad to the cover. Also unrelated to the complaint, evaluation revealed that the display screen was discolored. The complaint that the pump was not delivering insulin accurately was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.